Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was implanted and the communicator was set up. Then, the physician concluded that r wave sensing was sub-optimal. The theory was that sub-optimal sensing was due to the position of the icm. The icm was explanted and a new one implanted successfully in a different location. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was implanted and the communicator was set up. Then, the physician concluded that r wave sensing was sub-optimal. The theory was that sub-optimal sensing was due to the position of the lux. The icm was explanted and a new one implanted successfully in a different location. No additional adverse patient effects reported.

Event description:
It was reported that this insertable cardiac monitor (icm) was implanted and the communicator was set up. Then, the physician concluded that r wave sensing was sub-optimal. The theory was that sub-optimal sensing was due to the position of the lux. The icm was explanted and a new one implanted successfully in a different location. No additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.